Manufacturer narrative:
(B) (4): device was returned to the manufacturer for evaluation. The visual examination shows that the lower jaw is broken at the jaw pivot pin. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force. The above observations are consistent with misuse due to application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument was cracked during use. Although the instruments were used intraoperatively, no patient injury was reported.